Event description:
This rv lead was implanted on (B)(6) 2016 and was capped on (B)(6) 2016 due to noise on rv ps channel. The physician was dr. (B)(6) at hospital of the (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).